Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Site biomed representative reporting this concern declined to provide patient information. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported that while in an ear, nose & throat (ent) procedure, their navigation system screen went to black before the system unexpectedly became unresponsive. A system re-boot restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.